Event description:
The surgeon reported that the electrode can be seen in the external ear canal. In addition, it is assumed that the electrode has migrated out of the cochlea. Repositioning surgery is planned between (B)(6) 2024 to let the ear heal well before.

Manufacturer narrative:
Additional information: according to the information received from the field the electrode extruded into the external ear canal and it is assumed that the active electrode array migrated out of cochlea. In addition, in situ measurements show one channel with high impedance due to undetermined reasons. Repositioning surgery is planned in (B)(6) 2024.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which is expected to have been present whilst implanted. Minor mechanical damages found are most likely attributable to the removal surgery. According to the information received from the field the electrode extruded into the external ear canal and the active electrode array migrated out of the cochlea. In addition, in situ measurements show one channel with high impedance due to undetermined reasons. This is a final report.

Event description:
The surgeon reported that the electrode can be seen in the external ear canal. The user had no auditory sensation. In addition, it was assumed that the electrode has migrated out of the cochlea. On (B)(6) 2024, it was first tried to reinsert the active electrode, however, finally the recipient has been re-implanted with a new device. Per device explantation report form, the active electrode array was found completely out of the cochlea.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The surgeon reported that electrode can be seen in the external ear canal and the recipient has otorrhea. Re-positioning surgery is planned.